Event description:
It was reported gst60w reload. Psee60a stapler. Tissue bunching during firing. Gonadal vein injured. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 3/11/2024 d4: batch # 656c28 b3: event day and month unknown. Captured as 1/1/23. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) What is the most current patient health status? Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with one gst60w reload present. The reload was received partially fired 1/3 and with damage on the reload deck. In addition, the knife was noted to have a small dent. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The partially fired is consistent with an incomplete or interrupted cycle. The damage to the reload and knife is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device.  Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 656c28, and no non-conformances related to the reported complaint condition were identified.